Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that 9 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant lost osseointegration. Clinician reports tobacco use and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant lost osseointegration. Clinician reports tobacco use and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.